Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016 the reporter contacted animas alleging that there was a power issue. The customer alleged that there was moisture in the battery compartment and the battery cap top was worn. There was no allegation of an adverse event associated with this complaint. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 10/24/2016 with the following findings: a review of the alarm history, there were frequent low battery warnings and replace battery alarms observed. The pump¿s electrical current draws were tested and were found to be within specification. There was corrosion found in the battery compartment. There were no leaks found during leak testing. The pump was opened and there was no further evidence of moisture found. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).